Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current info. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2011, (B)(4) 2011, and (B)(4) 2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
A consumer reported that his intraocular lens (iol) was removed and replaced due to discomfort and he "could not focus even with lens correction". Add'l info has been requested.